Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -4.00 diopter into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned dry, in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the lens to be out of specifications. Additional information: h6 - method code 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - lens was exchanged for a same size but different model (toric) lens. Claim#: (B)(4).